Manufacturer narrative:
B.5. Updated. H.1. Medwatch # 3013164176-2019-00061 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch is being retracted.

Event description:
The following information was reported to gore: on (B)(6) 2018 this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® conformable aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2019 an in stent stenosis was seen on CT in the right common iliac artery. The iliac artery stent is patent. There has been no reintervention. The patient is asymptomatic. The event is ongoing.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoprosthesis occlusions.

Event description:
The following information was reported to gore: on (B)(6) 2018 this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® conformable aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2019 an in stent stenosis was seen on CT in the right common iliac artery. There has been no reintervention. The event is ongoing.